Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 527 mg/dl. The customer treated with a bolus. The customer was assisted with programming the date and time. The customer stated that the basal rates are programmed accurately. The customer stated that the bolus wizard is also programmed accurately. The customer declined to troubleshoot further.